Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised that the current process for air flow accuracy does not include a baseline measurement. The fse provided the customer with (B)(4) which included instructions on how to perform testing.

Event description:
It was reported that the unit failed air flow accuracy testing at the flow baseline. There was no patient involvement. Event date not specified; estimate used.